Event description:
An 'offset standard connector left part # p142-1003 for use in spinal implant surgeries' was found 'fractured' when explanted in 2007 following its implantation in 2005. No parts have been returned.

Manufacturer narrative:
Aspine USA, inc. Rec'd info about this event in november 2007. No medical event was reported as a result of the 'fractured' implant. It is not clear that the part is a prod of aspine USA, inc. Preliminary investigation indicate that aspine USA, inc. Has not authorized any distribution of such parts to the facility. Aspine USA, inc. Will continue to investigate the details of this case.